Event description:
A customer reported experiencing a power source alert 07 with their device. There was no adverse impact to the customer's blood glucose level as a result of the issue. Initially, the pump did not begin charging despite being plugged into a working outlet for at least 30 minutes using the same charger and adapter. However, after trying a different cable and wall adapter, the pump successfully began charging. Technical support followed up with the customer and arranged to send a new cable and wall adapter.